Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under responsive to user presses and the keypad was damaged. It was reported that the user¿s blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: during investigation the keypad cover was found to be peeling. All of the keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and moisture damage was found under the button contacts. The pump was opened and moisture was found on the battery housing inside the pump. Unrelated to complaint, investigation revealed a crack was found in the battery compartment.